Manufacturer narrative:
Results: the cat6 distal tip was ovalized in multiple locations. The cat6 was kinked and ovalized in multiple locations along its length. Conclusions: evaluation of the returned cat6 revealed multiple ovalizations on the distal tip. If the disposable peel away sheath is not utilized while attempting to advance the device into a parent catheter, damage such as this may occur. Further evaluation revealed kink and ovalization damage in multiple locations along the catheter shaft. These damages were likely incidental to the reported damage and likely occurred as a result of packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician found that the tip of the indigo system aspiration catheter 6 (cat6) was collapsed before introducing the cat6 into the patient. The damage to the cat6 was found prior to use. Therefore, the cat6 was not used in the procedure. The procedure was completed using a new cat6.